Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. The customer declined to troubleshoot with tandem technical support. The customer cleared the alarm and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.